Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the pump came in through service and repair and it had a clutch issue alarm. No adverse health outcome noted.

Manufacturer narrative:
One medfusion® 3500 syringe infusion pump was returned for investigation. Visual inspection revealed the device to be in good condition and no external damage was noted. A review of the device event history log found that a check clutch error had occurred. During functional flow and occlusion testing, the check clutch error was unable to be duplicated. Further review of the device event history log found that the device clutch had been released during an infusion. Investigation determined that the root cause of the check clutch error was due to the customer's improper release of the clutch during an infusion. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.